Manufacturer narrative:
Product analysis: analysis was unable to confirm there was an electric insulation problem. However, analysis did note that the ventricular output connector was broken and the attachment ring was bent. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had an electric installation problem. The status of the epg is unknown. No patient complications have been reported as a result of this event.